Event description:
It was reported that the right atrial lead exhibited noise that was reproducible and low pacing impedance. The lead was explanted and replaced. Along with the lead replacement, the physician decided to replace the implantable cardioverter defibrillator to confirm that noise was not observed. No other anomalies were reported. The asymptomatic patient was stable after the procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.